Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient states they is having a colonoscopy tomorrow and needs to know how to turn stim off for the procedure. Patient also requested instruction on MRI mode. Pss reviewed. During the call, patient states getting a message that says por (power on reset) has occurred, check device battery level, therapy has been turned off. Agent asked if patient charged the implant and patient states last time was a few days ago. Patient was able to connect with recharger and recharger app , ins was 50% charged . Patient connected again with the micro therapy app and the message was gone. Patient states therapy is off. Patient states the therapy has been off forever because they were feeling it in the backside and it was uncomfortable. During the call, patient turned therapy on and adjusted it to a comfortable level.